Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen appeared to be "pixelated and distorted". Reportedly, the customer is still able to use the pump for insulin therapy. There was no reported impact to customer's blood glucose level. Contact stated they believe customer's blood glucose level has not been impacted.